Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021 all hardware was removed on 08-31-2023 due to broken and backed out screws. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021 all hardware was removed on 08-31-2023 due to broken and backed out screws. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. The surgeon was not able to retrieve the distal end of one of the broken screws, and the screw was retained in the patient. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the devices were subjected to excessive bending stresses leading to their breakage. It is also possible the screw(s) were not completely locked during initial placement and/or post-operative activity of the patient led to the screws backing out. There were no reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.